Event description:
Patient underwent hip replacement in 2006. Seven months later, patient complained of stiffness and a popping sound since 3 mos prior, and of pain in the hip area since october. Patient underwent hip revision surgery.

Manufacturer narrative:
Doctor's notes states: "patient had gone on to develop a trochanteric bursa." And "the [acetabular] shell was left. It was very, very tight and was not loose, solid. The stem also was seen to be solid."